Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding not receiving the replacement adc device, initially due to the device detaching after 4 days of wear. As a result, the customer had a loss of consciousness and an unspecified glucose test was obtained on the hcp meter. The customer was treated with glucose by an hcp and transported to the neurology department. No further information was provided. There was no report of death or permanent injury associated with this event.